Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced no delivery alarm event on (B)(6) 2024. The patient reported that tubing get clogged. No further information available.